Manufacturer narrative:
Device not returned.

Event description:
Reportedly, during an ipsilateral approach (sfa) - 6x150 flexstar xl short shaft; stent compressed to 100mm long. Black stability sheath outside of patient. No patient injury.